Event description:
One pt sample with discrepant glucose results. Initial result gave 241 mg/dl; repeated twice giving 106 and 105 mg/dl. Initial result was reported. Pt not adversely affected. The field service representative determined the cause for the discrepancy to be due to a bent rt1 sr probe and replaced rt1 probes. Performance tests were performed and within specification.